Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while at the resection of the stomach, the surgeon was able to press the green button and squeeze the handle, but neither of the three staplers would fire. The surgeon switched to a fourth stapler and completed the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.